Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer stated that the ventilator was turned on and it alarmed extended high ppeak and circuit occlusion and the alarms will not clear. There was no patient involvement at the time of the reported event.